Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: 2.1.0, ubd: , UDI#: (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that after registration, the site verified navigation. While the surgeon was using a long guided suction, the surgeon stated that the navigation had become inaccurate. The tip of the instrument appeared further ahead then the instrument actually was. The manufacturing representative (rep) had suggested to try a different instrument and the surgeon refused. The neurosurgeon present tried testing accuracy with a probe and the probe did appear to be accurate. The ent surgeon chose to abort use of the navigation system and proceed by using a c-arm to find the tumor. There was no impact on patient outcome and less than an hour of delay.

Manufacturer narrative:
H3, h6; a medtronic representative went to the site to test the equipment. No hardware was replaced and the system then passed testing. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received. It was reported that the exact accuracy error was unknown. It was noted that it looked to be about .5-1.5 cm off. The rep did a trial with a dummy head and the registration on the suction was off by 6-7mm when touching the nose. It was within standard accuracy on the skull.